Event description:
It was further reported that the lead exhibited high thresholds.

Manufacturer narrative:
Concomitant medical device: implant date: (B)(6) 2012, 407652 lead; 419488 lead.

Event description:
It was reported that right ventricular (rv) lead had loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.